Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an employee suffered a needle stick injury with bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in before use. Needle cap was missing and the needle punctured the sterile package. Staff member reached into the box of blood collection needles and poked her finger on an unprotected needle. No serious injury or medical interventions were reported.